Manufacturer narrative:
(B)(4). Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Inside the package does not come with the plug, only the mesh. No plug inside.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are (B)(4) units in stock. Received one open sample which contains only the onlay mesh inside, the plug mesh is missing. During production process in the manufacturing line, probably the operator by mistake did not check that all components were included in the pouch. Final conclusion: complaint is justified. Note that this incidence and the personnel involved will be warned about this issue. Actions on product distributed of this reference/batch: the customer will receive a credit note for one box of product as a compensation. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.